Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. Blood glucose level at the time of the incident was 534 mg/dl. During troubleshooting, the customer confirmed that the cannula was bent. Customer was educated on proper insertion techniques and set usage. The insulin pump was not replaced or returned for analysis.